Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller reported that the patient claimed that the ins has not worked in 8 years. The patient can't turn the ins on. The caller did not have other details about the status of the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services reviewed MRI information. Additional information was received from a patient. They stated that they haven't used their device in 8 years. They didn't find the value in the device to control back pain, along with spending hours charging the device in their evenings. They stated that the benefits were not worth their time. They stated that the cause of the device not working was due to them letting the device go dead. They worked with their representative to try to get it restarted and it failed. They then stated that the issue was not yet resolved and that they are experiencing a lot of back pain where the stimulator resides. They are working with a spine specialist to remove it, stating that it is causing more trouble than it is worth.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.